Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage. An 'air in line detected' alarm revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the defective air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bubble detection sensor has an error (bubble errors occur frequently even though there are no bubbles). Event occurred while patient use, during infusion. There were no patient adverse health effects.